Event description:
It was reported that this implantable cardioverter defibrillator (ICD) previously showed two years remaining longevity. During the recent check, the device was down to eleven months battery remaining. Additional information obtained from the field which indicated that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) previously showed two years remaining longevity. During the recent check, the device was down to eleven months battery remaining. As of this time, this device remains in service. No adverse patient effects were reported.